Event description:
Interrogation was difficult during a follow-up exam for a pt who had reported receiving an ICD shock. When a communication link was established with the device, the programmer screen indicated that a device reset had occurred and displayed an incorrect serial number. When an attempt was made to reprogram the device, a device parameter error message was rec'd. During these attempts another message stated, "the device crystal has stopped running. Dates and times reported by the device may be inaccurate." At this point it was determined that the device should be explanted.